Event description:
Rptr stated that the stopcock is cracking and leaking while infusing curalon, a combination of pavulon and curare. The stopcock had been in use less than 12 hrs. The rptr further indicated that this had occurred approx 30 times but did not have any additional information. No pt injury or treatment was associated with this event.